Event description:
It was reported that a patient underwent a sling procedure placed in the hammock position in 2007. During the procedure, on his first effort to place the device, the foley balloon popped, so the surgeon assumed he had perforated the bladder. However, on cystoscopy, the surgeon did not see a perforation, so he placed the device. A few days later, the patient called with some "irritation". Repeat cystoscopy on the following month found tape in the bladder. The sling device was removed on 10/04/07, and the area resected. The surgeon planned to place the bladder to dependent drainage for an extended time. The patient is in good condition, but is not continent. No future intervention is planned.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.